Event description:
A caller reported experiencing a cartridge alarm 20 on their insulin pump during insulin delivery. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.